Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 202 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.